Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2019: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the device was scheduled for replacement on (B)(6) 2019.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient's pump was audibly alarming. The patient stated that about a year ago, they fell and their catheter dislodged. Ever since then, they have just been putting baclofen in their pump. The patient also stated that around last (B)(6), they stopped putting morphine and only put baclofen into the pump. The patient stated that on monday, they were told by their hcp that they shut off the pump as the patient was "not getting therapy or not getting her pump refilled". The pump started alarming on thursday. The patient was not going to be seen until next wednesday by the hcp despite the pump critically alarming. Troubleshooting was unable to be performed. The rep called on (B)(6) 2021 and reported the pump was audibly alarming due to the empty reservoir alarm. The rep stated that they let the pump go empty with no intent to fill it because they were scheduling the explant of the pump "soon" (specific date asked, unknown). The hcp and patient were requesting for the permanent shutdown and understood permanence. No symptoms or patient complications reported.